Event description:
Reporter alleged blood glucose measured 400 mg/dl back to back with a result of 127 mg/dl when tests were performed a few seconds apart. It was stated customer was guessing the dosage of insulin based on her feelings. However, no other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.